Manufacturer narrative:
An event of thrombus on the valve was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant. During the procedure, while the device was being implanted, the valve was found to have thrombosis on it via x-ray. The valve was re-sheathed several times. After it was taken out of the patient it was confirmed that the valve had a thrombus on it. The valve was replaced with the new 29mm navitor valve and delivery system which was implanted successfully. The patient's activated clotting time (act) was over 200 seconds and heparin was administered. The patient is stable.